Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they are unable to exit the load reservoir process. The customer¿s blood glucose was unknown at the time of incident. The customer state that they got to put the reservoir into pump when customer got to load it nothing comes out of the tube reservoir and tubing process. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.